Manufacturer narrative:
Cloud data from the user for the period of (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data showed that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values. While in manual mode, the system correctly delivered the user's manual basal program. During the early morning of (B)(6) 2025, the reported date of occurrence, it was observed that estimated glucose values increased to urgent high (greater than 400 mg/dl). The automated algorithm responded appropriately, beginning max automated basal delivery as the estimated glucose values increased towards and stayed at urgent high. An automated delivery restriction (adr) alert was generated at 05:00 on (B)(6) 2025, which put the system into automated mode: limited. The alert was acknowledged and the system put into manual mode at 05:21 on (B)(6) 2025. While in automated mode: limited, the system was correctly delivering safe basal, which is the lower of the user's manual basal program and adaptive basal rate. The system transitioned back to automated mode at 05:35 on (B)(6) 2025. The cloud data showed that all alerts, reminders, and notifications were correctly generated as conditions were met, including adr alerts, urgent low glucose alerts, and missing sensor values reminders. The cloud data showed evidence that all bolus records in the cloud were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume for each bolus. No evidence of a failure to deliver insulin or issues with the system was observed in the available cloud data.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 388 mg/dl while wearing the pod. Symptoms reported include weakness, nausea and stomach ache. The patient was treated with sterofundin, kalinorbrause and a supply of water. The patient was released after 3.5 hours.